Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same patient as MFR report #6000093-2007-02244. It was reported that following a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. A 2.50x20mm taxus express2 drug eluting stent (des) was implanted in the 90% stenosed, calcified and "average" tortuous right coronary artery (rca). Four and a half months later, in-stent restenosis was noted. The lesion was treated using a non bsc des stent. Following the stent implant, the physician attempted to dilate the lesion using the kissing balloon technique with a 3.50x15mm non bsc balloon and a 1.50x9mm maverick balloon. However, the maverick balloon ruptured at 10atms. Therefore, the maverick balloon was changed to a 1.50x20mm non bsc balloon. The procedure was completed, no patient complications were reported and the patient condition was reported as "good".